Event description:
It was reported that the patient underwent an initial reverse shoulder arthroplasty and underwent a revision due to infection approximately one month post implantation. Patient experienced hematoma post primary surgery no additional information is available at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received: UDI: (B)(4). The complaint cannot be confirmed as the medical records were not provided. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115320 comp rvrs shldr glnsp std 41mm 982880, 110032410 comp aug mini bsplt w tpr sm 64027393, 115396 comp rvs cntrl 6.5x30mm st/rst 512120, unknown humeral stem. Foreign- (B)(6). The complaint is under investigation. Once the investigation is completed a follow up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00213, 0001825034 - 2019 - 00214, 0001825034 - 2019 - 00216.

Event description:
It was reported that the patient underwent an initial reverse shoulder arthroplasty and underwent a revision due to hematoma approximately one month post implantation. No additional information is available at this time.